Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was report to nevro that the patient had pain in the left extremity shortly after the implant procedure. The patient reported reduction in pain after the leads were adjusted. The patient additionally developed redness, swelling, and pain. The physician decided to activate the system at lower amplitudes; however, the device was explanted a week later. The patient is still recovering after the procedure.